Manufacturer narrative:
Date received by manufacturer used for date of event.device evaluated by bd service and not returned to manufacturing facility for evaluation.a review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode.a review of the device history record showed the device had a manufacture date of 12apr2007. The review was performed from the date of manufacture to the present date 08apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.a review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device was not calibrated correctly. There was no patient involvement.